Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the customer was not able to push all of the liquid through the needle. To aid in the investigation, ninety-nine samples in sealed packaging blisters were received for evaluation by our quality team. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then assembled to a syringe with saline solution; the solution expelled with a normal flow. A device history record review was completed for provided material number 305194, lot 4178896. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #305194 , batch #4178896. Verbatim: we have some physicians stating that some of the syringes we have been ordering (b-d305194z) are malfunctioning. The lot number on the current box they are using is lot# 4178896. Apparently, this is not the first time this has happened. Customer response received on 31-jan-2025. 1.could you please provide a further description of the issue "syringe malfunctioning"? When giving the injection the physicians state that they are not able to push all of the liquid through the needle. Usually about .5ml is left in the syringe and not able to be given to the patient. In some cases nothing can be pushed at all. 2. Can you please provide the total number of occurrences? Approx. 10-15. 3. Can you please provide an exact date of event in mm-dd-yyyy format? This has occurred over the course of the past year. 2 instances in the past month. I do not have an exact date. 1. Did the reported issue have any impact on the patient? Yes, in a few instances the needle had to be withdrawn and changed so the patient was stuck twice. In the other instances they are not receiving the full injection amount. 2. Could you please provide the dates of the events? I do not have specific dates. 3. Can you please provide the lot number of the product associated with reported issue? Most recent lot# is 4178896. Other boxes have been an issue but I do not have those lot numbers.